Manufacturer narrative:
The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported via device tracking oozing from the incision site. The device has been explanted.

Event description:
Healthcare professional reported via device tracking "infection" against left device. Healthcare additionally reported "patient reported "oozing from incision site". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "unspecified infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection.

Event description:
Healthcare professional reported via device tracking "infection" against left device. The device has been explanted.